Event description:
Patient was implanted with synfix implant at l4-l5 on (B)(6) 2012. During that procedure it was noted the inserter used was not the correct inserter, resulting in the implant being implanted too deep. The implant was repositioned to the correct depth and that procedure was completed. Patient later complained of pain. CT scan taken on an unknown date revealed bilateral bone fragments in the foraman. Patient was returned to the or on (B)(6) 2012 for posterior lumbar fusion, decompression, and removal of the bone fragments. Original implant remains implanted. Patient was fused posteriorly with pedicle screws. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.